Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 31.7 cm to 32.7 cm from the connector pin, consistent with lead friction to another device or feature of the heart, and damages consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.